Manufacturer narrative:
Method: risk assesment. Result: this complaint is not about a specific event but it is a specialty request for a xia tap. A valid lot number was not provided therefore manufacturing history could not be reviewed. Conclusion: due to the device not being returned and no specific failure identified a definite root cause cannot be determined.

Event description:
It was reported that; through a speciality request the following was mentioned: "these taps are needed to prevent pedicle fracture. Our surgeons have moved to tapping .5mm instead of 1mm." Update 5/19/2017: pedicle fracture did occur in a patient.

Event description:
It was reported that; through a speciality request the following was mentioned: "these taps are needed to prevent pedicle fracture. Our surgeons have moved to tapping .5mm instead of 1mm." Update 5/19/2017: pedicle fracture did occur in a patient.